Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The instrument was never used and still has 100 fires remaining, the maximum amount of use. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. Housing was also removed, and no damage was observed on the back end. A ligation clip was successfully installed on the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips clip test was performed twice and passed on each attempt. The ligation clip did not get stuck on the grips and was released onto the test subject without issue. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issues were identified. The incident happened when clamping the cystic duct. The clip did not close properly over the structure. Weck hem-o-lok ligating clips were used with the clip applier instrument. The surgeon used a large purple hem-o-lok clip on the vessel.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not release the clip easily. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.